Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 301942 lot 1809367 to investigate for this record. After evaluation of the needle using a microscope, bd discovered the clog is produced because of epoxy. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced due to some problem in the assembly process. The cannula was not placed in the correct position into the hub and the epoxy used to join both pieces blocked the cannula. DHR showed no indication of the alleged defect.

Event description:
It was reported that needle was clogged with a bd syringe s2 5ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that the plunger rod cannot be pulled; while which can be moved after the needle was removed. Therefore it should be the needle clogged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was clogged with a bd syringe s2 5ml 22ga 1-1/4in bd (B)(4). The following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that the plunger rod cannot be pulled; while which can be moved after the needle was removed. Therefore it should be the needle clogged.